Manufacturer narrative:
Product analysis: the product has been returned and analysis is in progress. Upon completion of analysis, a supplemental report will be submitted. Conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. (B)(6). (B)(4).

Event description:
Medtronic received information that 41 months post implant of this bioprosthetic valve, the patient presented with aortic stenosis. The valve was explanted. Upon explant, a large amount of pannus was found from the non-coronary cusp to the left-coronary cusp. The physician feels the pannus was the contributing factor on the patients hemodynamic status. The patient's peak gradient was 64.7mmhg,with a valve effective orifice area of 0.66cm2. The resulting effect was cardiomegaly. The valve was replaced with another manufacturer's valve. The valve was returned for analysis.

Manufacturer narrative:
Product analysis: upon receipt at medtronic's quality laboratory, visual inspection noted brown discoloration on the tissue adjacent to the left cusp showing evidence of cauterization. Areas of the sewing ring appeared to have been removed during explant exposing the stent. All leaflets were in the closed position. All leaflets were slightly stiff but flexible except where host tissue extended on the inflow. A tiny tear observed through the free margin of the right cusp adjacent to the left right commissure appeared to have occurred during explant. The free margin of the right cusp appeared to set lower than the left cusp free margin, possibly due to the adhered host tissue on the inflow. A small perforation was noted in the lunula of the left cusp. The right non-coronary and non-coronary left commissures appeared intact. The left right commissure appeared to have been intact prior to the small tear in the right cusp free margin. Glistening off white pannus lined the tissue and base stitching adjacent to all cusps, along the inflow margin of attachment, into all inferior coaptive areas, and 1 to 4.5 mm onto all cusps significantly reducing the inflow orifice area. Remnants of pannus remained attached to all stent posts. An unknown amount of pannus appeared to have been removed on the outflow during explant. Radiography showed no evidence of mineralization in the valve and/or host tissue. Conclusion: the device history record for the valve was reviewed to find no issues that would have impacted this event. Based on the analysis of the device, reduce performance of the valve is attributed to pannus. Pannus lined the tissue and base stitching adjacent to all cusps, along the inflow margin of attachment, into all inferior coaptive areas, and 1 to 4.5 mm onto all cusps significantly reducing the inflow orifice area. A conclusive root cause to the pannus was not determined, but this is generally a patient related condition and a known failure mode for bioprosthetic heart valves. (B)(6). (B)(4).

Event description:
Medtronic received information that 41 months post implant of this bioprosthetic valve, the patient presented with aortic stenosis.the valve was explanted. Upon explant, a large amount of pannus was found from the non-coronary cusp to the left-coronary cusp. Thephysician feels the pannus was the contributing factor on the patients hemodynamic status. The patients peak gradient was 64.7mmhg,with a valve effective orifice area of 0.66cm2. The resulting effect was cardiomegaly. The valve was replaced with another manufacturer's valve.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.